Event description:
The patient reported that on (B) (6) 2010 at 6:10pm, his blood glucose measured 140 mg/dl and he ate and bolused through the infusion device. At 9:25pm, his blood glucose measured 413 mg/dl and he found the insulin cartridge was not properly connected to the piston rod of the infusion device. He stated there was a 4mm gap. He stated this also occurred in (B) (6) 2009 and in (B) (6) 2010. His normal blood glucose range is 120-160 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.